Manufacturer narrative:
Per tandem's user guide, "do not deliver a bolus until you have reviewed the calculated bolus amount on the pump display. If you dose an insulin amount that is too high or too low, this could cause very high or very low blood glucose. You can always adjust the insulin units up or down before you decide to deliver your bolus". No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer had accidentally transposed the blood glucose (bg) value and carbohydrates amounts when entering values into the pump. Reportedly, the customer delivered a bolus of 12 units of insulin, and blood glucose level went down to the 40's (mg/dl). Additionally, the customer reported falling and hitting her head. The customer consumed ginger ale to address bg level. During the call with tandem technical support, the customer confirmed bg level had gone back up to target range.